Event description:
It was reported that the patient presented for follow up. A device interrogation revealed an alert for high defibrillation impedance exhibited by the right ventricular (rv) lead. Programming interventions were made. There were no patient consequences.

Event description:
New information received notes that patient notifier for high defibrillation impedance alerts were disabled. No patient symptoms were reported.

Manufacturer narrative:
Additional information: b5